Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-266135 and 3004753838-2024-266135-01 were reported in error. Please disregard initial and follow up reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial and follow up MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.